Manufacturer narrative:
The patient is not alleging a deficiency or malfunction with the lift or the sling, therefore they will not be returned. They only called to see if a sling was available that didn't come up under the patient's arms, to use while she is recovering. The patient was contacted for more information, however, she didn't feel it was necessary to answer any further questions and call was ended. The rpl350-1 power lift is manufactured by: invamex, invacare (B)(4); but because the serial number is not known, this medwatch is being filed under invacare (B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
The patient was using an rps350-1 lift with a r131 sling. She stated the caregiver unbuckled her waist belt while she was standing on the lift, and she fell sideways. The patient stated when this happened, she put too much stress on her shoulder, causing it to break. It is not known if any, or what type of medical treatment was received.